Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year post implant of this 21mm bioprosthetic valve, transesophageal echocardiogram (tee) noted a mean pressure gradient of 39mmhg. An unknown duration following the initial tee, another tee identified a mean gradient of 52.1 mmhg and severe stenosis. Ultimately 11 years and 11 months post implant, the valve was explanted and replaced with a non-medtronic bioprosthetic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection identified the sewing ring on the valve had been completely removed exposing the stent, likely caused during the explant procedure. The valve was slightly distorted (oval shaped). Remnants of pledgets were noted on the inflow aspect, adjacent to the left (lc) and non-coronary (nc) cusps. The nc cusp and lc were in the closed position, while the right cusp (rc) was opened towards the aortic wall. All leaflets were flexible except on the areas were pannus was observed. All commissures were intact, and no commissure dehiscence was noted. Thick white pannus lined the base stitching, encroaching onto the rc, lc and nc cusp (approximately 7mm, 7mm, and 6mm, respectively) and onto the inferior coaptive areas of all leaflets. A large amount of pannus encapsulated the pledgets adjacent to the nc cusp and lc. A thin layer of pannus was noted on the lc margin of attachment, adjacent to the right left commissure. An unknown amount of pannus appears to have been removed during explant. Radiography showed evidence of calcification adjacent to the right left commissure. Conclusion: the pannus overgrowth observed on the inflow extended several millimeters out onto the leaflet, which would have impaired the leaflet mobility. The impairment of leaflet mobility may have led to the reported stenosis / high gradients. Calcification and pannus overgrowth is an inherent risk of surgical valve replacement. Reduced performance of the valve is attributed to calcification and host tissue overgrowth. These findings are generally considered patient-related conditions. Updated information in section. Updated device information in section. Updated codes in section. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Added device manufacture date. If information is provided in the future, a supplemental report will be issued.